Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and was found to be non-conforming with an open valve. The exact root cause for this complaint is unknown, however, potential contributing factors related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported an issue with leaking valves. Patient and procedure impact are unknown. No further information was provided or expected.